Manufacturer narrative:
Device destroyed by facility.

Event description:
The original complaint was received on an (B)(4). During a file review, it was discovered that the issue was with the (B)(4) waste canister, lot #0514244918, that imploded and drenched the control module of the lipotower ((B)(4)). The design of the lipotower prevents liquids from entering the device which prevented damage to the unit. There were no injuries reported. During a file review, it was determined that the implosion of the (B)(4) waste canister, lot #0514244918, event is MDR reportable. (B)(4) waste canisters were obsoleted in (B)(6) 2012. Manufacture and expiration dates are unknown for this lot number.